Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse tested the system and did not find any issues. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci assisted surgical procedure, there was an issue when docking universal surgical manipulator (usm) 3 to the trocar, but once corrected, there were no further issue. The tse confirmed with the staff that there was no patient harm. Later, the clinical sales representative (csr) called in to report an event that was discovered to be the same event as above. During the call, he reported that during a da vinci assisted hysterectomy, the guided tool change feature was used with a monopolar curved scissors (mcs) on universal surgical manipulator (usm) 3 and when the first assist plugged in the power cord and "pushed it in," and the usm did not stop where it was supposed to. Instead, it kept going and narrowly missed the internal iliac artery. The specific tissue injury that occurred could not be confirmed by the csr reporting the event but stated, "nothing major, presumably a penetrating injury," denied excessive bleeding and/or medical intervention because of this event. The procedure was completed robotically. During subsequent follow up with the csr, it was stated that no injury was reported to him. The instrument seemingly touched the patient but did not cause an injury. It was confirmed there was no injury or intervention needed.

Manufacturer narrative:
Additional information: during a conference call, the surgeon stated that was not possible for the instrument clutch button to have been active when this occurred because she was able to command the instrument (regrasp)- which she could not have done with the clutch active. A second scenario was described in which the surgeon's head may be in the viewer, but the surgeon¿s hands are not in complete control of the hand controls when the energy cable is plugged in. A video example of this scenario was presented to the surgeon. Subsequently, the surgeon attempted to replicate the scenario in the dry lab by sitting at the console loosely holding the hand control while the clinical sales representative (csr) plugged the energy cable in. Once the energy cable was plugged in, the force of that external action paired with her head being in the viewer, allowed uncommanded movement. The patient was a 46 year old caucasian female. As a result of the conversation with the site surgeon, replication testing performed by the site and advanced log review indicating an energy cable plug-in association with the timestamp of a drift error, the most likely cause of the unintended instrument movement being due to a monopolar energy cable connection made while the instrument was under the surgeon¿s control in following mode. A review of the risk management documentation was performed and indicates that serious injury related to unintentional or un-commanded instrument movement is an anticipated risk as defined within the associated risk documentation. The da vinci xi user manual (551400-15) was reviewed, which includes the following excerpts in section 1 under arm positioning precautions: ¿ caution: be familiar with the location of all system buttons and understand their expected behavior across system modes, to prevent patient or user harm, or confusion due to unanticipated mode change. ¿ caution: use proper strain relief on instruments, endoscopes, or accessories with external attachments, to avoid exerting external forces on an arm that could cause unintended motion.

Event description:
Refer to h10/h11 for follow-up information.